Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a control board failure. A field service engineer found a bad controller board in drawer 5 and a faulty pyxis module controller board and replaced both. The system was tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen went black. A soft reboot and a hard reboot were performed, but the screen continued to go black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.